Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. A review of the share logs was performed and loss of connection was not found within the investigation window. A pairing test was performed and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.